Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak on the floor and suspected that the reagent was coming from the modular chemistry (mc) module area. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and checked all modular chemistry (mc) cups and did not see any leak. Fse found creatinine reagent on the bottom tray. The leak may have been on the tray from the previous service on the creatinine (cre) cup.